Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, the clip was malformed at the first firing in each device. Another device was used to complete the procedure. There were no adverse consequences for the patient.